Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins battery heated up inside the patient when switched on. It was noted that all impedance values were around 800 ohms. The rep was to suggest an x-ray.